Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak from the cassette during drain 1 of 4 of pd treatment. Fluid was observed within the cycler. The patient reported receiving drain complication encountered alarms multiple times during drain 4 of 4. It is unknown at which point in therapy the leak may have begun. The source of the leak is a damaged cassette. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the customer. It was reported that an alternate treatment option was available. Upon follow up, the patient's wife reported that treatment was not completed because the patient was experiencing body positioning issues. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The following day the patient received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler has been returned to the manufacturer for physical evaluation. The cassette used by the patient was returned with the cycler and attempts will be made to retrieve the cassette and ship to the corresponding manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.